Manufacturer narrative:
Device passed displacement test and self test. Hardware low level failures confirmed in the pump history due to software error. Device passed the sleep current measurement, active current measurement and displacement test. No failed battery test alarms noted during testing. Device functioning properly. No pump error alarm noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump alarmed hardware low level failures and self test was failed. The customer¿s blood glucose was 149 mg/dl. The troubleshooting was done but insulin pump alarmed hardware low level failures. The customer was assisted with troubleshooting and reported that they were able to clear the alarms and able to rewind the insulin pump. The customer was reported that the insulin pump passed the displacement test. The customer was also reported that the insulin pump had multiple pump errors and failed battery alarm. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.